Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified. Patient age and dob requested but not provided.

Event description:
It was reported that the rn primed the primary tubing set on the alaris pump at the patient's bedside. While hanging the tubing set onto the IV pole the tubing set separated and leaked normal saline at the y-site where they connect the chemotherapy medication. Although no chemotherapy medication had been initiated at the time of the event the potential for a biohazard spill was there due to the tubing separation.